Event description:
It is reported that "the patient underwent in (B)(6) 1992 an acetabular revision arthroplasty of the left hip uncemented (planted in 1989 in the first instance). Following worsening coxalgia and the abutment of wear/ acetabular loosening, it was necessary to re-operate the patient, on (B)(6) 2012, replanted cemented acetabular. The polyethylene acetabular liner showed signs of mechanical wear, the acetabulum appeared mobilized, but not damaged, appeared intact acetabular fixation screws and the femoral head, the latter replaced by implant interface acetabular liner/new femoral head and more consistent."

Manufacturer narrative:
Should add'l info become available an amended medical device report will be filed. (B)(4).